Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device to be within specification, wear abrasion, crease fold, and deformation and brown particles on the shell. Cloudiness in the gel and voids were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/apr/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule, raynaud's phenomenon, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to capsular contracture, baker grade unknown; lump/nodule; and raynaud's phenomenon. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having raynaud¿s phenomenon and ¿a lump or thickening in or near the breast or in the underarm area,¿ side unspecified. Healthcare professional additionally reported "capsular contracture," baker grade unknown. This record is for the right side. Device remains implanted.